Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 40 mg/dl. Reportedly, the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates and turned off pump software per healthcare providers suggestion. Although requested, contact declined to upload the pump for tandem technical support to investigate further. Reportedly, a pump reset was performed to address the event; however the customer reverted to an alternate method of insulin therapy.